Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device passed the displacement, rewind, basic occlusion and prime tests. Device had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that when the b button is pressed, it does not give the option to enter the blood glucose value but it goes to set bolus instead. The alarm history was checked and a motor error and a motor position encoder error alarms were found. It was advised that the settings had been erased out of the insulin pump. Blood glucose value was 498 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.